Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Top became loose in mouth and came off, this was the only one to fully break but another one did become a bit loose- oral-b brush head [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via social media on 10-apr-2017 that while brushing her teeth that morning with an oral-b rechargeable toothbrush, version unknown, the top of the oral-b toothbrush head became loose and fell off in her mouth. This particular brush head had only been used a few weeks. The consumer submitted pictures revealing the product was oral-b power oral care refills precision clean. No symptoms developed. Received 10-apr-2017 consumer follow-up via social media: the consumer reported the brush head was from a pack of 4. She reported it was the only one in the pack to fully break, but another brush head did become a bit loose. No symptoms developed. Received 11-apr-2017 consumer follow-up via social media: the consumer reported she had thrown away the brush head. No symptoms developed.